Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix was found to have disengaged from helical channel. Blood/body fluid was found on the distal conductor (not obstructed), and blood was found in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). The inner tubing was kinked/buckled, and there was a tip seal observation.

Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead dislodged while attempting to implant the coronary sinus (cs) lead. After dislodgement, the helix on the rv lead would not extend. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.